Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported "drug leaked behind the screens when tubing came detached". Medication being infused was unknown. No patient injury reported.